Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when there was air in the tubing distal to the device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4) (B) (4).